Event description:
It was assessed that the previously reported stroke event was not related to the study stent. It was reported that approximately 4 years and 2 months post index procedure the patient suffered a recurrent stroke event. It was assessed that this event was not related to the study stent. On the following day, the patient suffered an mi event. It was not assessed if the mi was related to the study stent.

Manufacturer narrative:
Evaluation results: (cva/stroke).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke, mi).

Event description:
During index procedure, three endeavor sprint rx drug-eluting stents were implanted. One stent was implanted to the distal left circumflex (MFR report# 2953200-2009-00886), one stent was implanted to the proximal left circumflex and one stent was implanted to the distal rca (MFR report# 2953200-2009-00888). Patient was asymptomatic at 30 day follow up. Approximately 38 days post index procedure, patient suffered an ischemic stroke. Diagnosis was confirmed by a neurologist. Acute ischemic stroke with dense left hemiplegia (right mca infarct). It is unknown if any intervention was performed. Patient was asymptomatic at 6 month follow up. Investigator did not indicated whether the reported event was related to the study stent.